Event description:
It was reported that during an unknown procedure, clips were stuck on the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw, lockout. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Information not available what vessel or structure was the device fired on at the time of the event? On a small vessel around the stomach. Was the clip fully advanced into the jaws prior to firing? Yes. Did the clip deploy from the jaws? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? Yes, during the firing. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process.this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.